Event description:
The customer reported that during an gastrectomy, bleeding occurred although an end tone, indicating a completed seal cycle, was heard. This happened at the beginning of the procedure while the surgeon was on the omentum. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.